Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms and video were submitted and reviewed. The device lot history record reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar, a 14f manta was deployed for closure in the right common femoral artery. Vasculature was noted as 9mm with posterior calcification; manta deployment depth measurement of 2.5 + 1. A micro introducer and angiogram were utilized for access. Manta was deployed into the subcutaneous layer and hemostasis was not achieved. A surgical cut down and endarterectomy were performed, and a bovine patch was applied. Based upon the complaint report, a post-deployment angiogram revealed that the manta closure device was in the subcutaneous space and not near the common femoral artery. Multiple causes for tract deployment have been established; however, the exact cause for this tract deployment is inconclusive. The risk of access site complications leading to surgical intervention have been identified as adverse events related to the deployment of the vascular closure device in the IFU. Additionally, the IFU lists: procedure preparation: confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. Manta sheath placement must be performed utilizing the manta introducer provided in the system. If the manta closure does not deploy properly in the artery and hemostasis is not achieved, the closure and all absorbable components may be removed from the patient if medically necessary.

Manufacturer narrative:
Device will not return for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: manta deployed in the subcutaneous tissue, so hemostasis was achieved with surgical repair. Vascular surgeon is well acquainted with cutdowns, and commented that the hole was big, so maybe the arteriotomy was too large for the anchor to catch. Per procedural report received: all catheters and sheaths were carefully removed while observing the patient's vital signs. The right groin bled, and manta closure was not successful. Therefore, a cutdown was performed. The common femoral artery was controlled. Arteriotomy performed and endarterectomy was necessary. Closed the vessel with a bovine patch. Closed the right groin in multiple layers-2-0 and 3-vicrryl skin and staples. The left groin successfully closed with manta device. Examination of distal pulses confirmed no change from preoperative assessment. Dressings were applied. The patient tolerated the procedure well and was taken to the post anesthesia care unit in stable condition.